Manufacturer narrative:
Additional information: a2, a3: mean and mode used. B3: publication date used as event date. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for the device lot numbers could not be reviewed. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Malpositioned stent is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. Please reference report 2032546-2023-00097 for the report of malpositioned stents associated with the left eye (os).

Event description:
The following was reported through a review of the article titled, "position of the istent inject trabecular micro-bypass system visualized with the nidek gs-1 gonioscope - a postoperative analysis." Reportedly, during trabecular microbypass stent system procedures with the implantation of twenty-eight (28) stents in fourteen (14) operative eyes, four (4) stents were implanted in the trabecular meshwork (tm), thirteen (13) stents were implanted between the (tm) and scleral spur, seven (7) stents were implanted below the (tm), and four (4) stents were undetectable with gonioscopy postop. Additional information has been requested. Please see attached article for further details. Reference doi: 10.3390/jcm12165171. The report references the malpositioned stents associated with the right eye (od).